Event description:
It was reported that pt underwent total hip arthroplasty on 2002. Subsequently, it was reported that due to component loosening, pt returned for revision surgery five years later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility concluded that event was not device related. A fax was sent to inform the user facility of the event. Correspondence date february 21, 2007 was received from the user facility stating that event was due to pt related factors citing pt was grossly overweight and no-compliant with post-op instructions.